Event description:
It was reported that during the summer of 2013 the patient noticed that their implantable neurostimulator (ins) was not working. They went to their health care provider (hcp) to get an x-ray and the manufacturer representative checked the implant and determined that it needed replacement. It was reported that the device was replaced on (B)(6) 2014. The patient did not know the details of why it stopped working but the device was going to be sent in for analysis.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2014, product type: programmer, patient. Product ID: 3093-28, lot# v091642, implanted: (B)(6) 2008, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the cause of the event was bad impedance attributed by the lead. It was reported all out of range average value for (illegible) are zero. It was questionable if the issue was due to lead/extension(unknown/break/dislodgement/migration). It was noted that both the lead and the stimulator were replaced on (B)(6) 2014. It was reported that the old left s3 removed as it had abnormal impedances. New left s3 placed and new stimulator. Signs and symptoms associated with the event was decreased sensation on the left. The patient did require hospitalization due to the surgery done.